Event description:
The customer tested his blood glucose using his contour meter and rec'd readings of 229 and 164 mg/dl. He retested using another contour and rec'd a reading of 89 mg/dl. He also retested using another meter and rec'd a reading of 88 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot and ended the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's product info could be obtained. It's not possible to determine the MFR date pr 510k number without the meter info.